Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker and right ventricular (rv) lead presented to the hospital emergency room with a pocket infection. The physician explanted the system. The plan is to reimplant a new system at a later date. No additional adverse patient effects were reported.